Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was not working properly. The doctor said it needed to be replaced. Sometimes the insulin pump did not deliver insulin at night or during the day. The insulin pump alarmed no delivery. The drive support cap was protruded. Customer's blood glucose level was 400 mg/dl. The customer had a hard time breathing and would get tired very easily. The customer treated his high blood glucose level with boluses. Customer was advised to discontinue use of the device and revert to a backup plan. The device was not returned.